Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, and damage. The customer's blood glucose was 102 mg/dl at the time of the call. The customer stated that the insulin pump does have some damage. The customer stated that the battery compartment is damaged on the top of the compartment. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display would return and disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.